Manufacturer narrative:
The technician found the base of the end tube where the bolt passes through was broken off. The technician replaced the end tubes to repair the stretcher.

Event description:
Info received indicates the siderail will not latch due to two broken end tubes.